Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump stalled at 8:30 am on (B)(6) 2025 and has not recovered. The healthcare provider (hcp) stated that the patient has not had for magnetic resonance imaging (mr)I. They interrogated the pump with different tablets and had not restarted the pump. The technical service (ts) reviewed motor stall considerations including minimum rate mode and dosing. The healthcare provider (hcp) stated that they will likely redirect patient to the emergency room (ER) as he was on a high dose of baclofen. Additional information was provided from a company representative stated that the pump was still stalling and was wondering if there is something software related or anything he can do to restart the pump. The company representative (rep) inquired if they could "shut down" the pump with the password and then start it again; the agent reviewed that shutting the pump off with the password is not reversible. The rep asked about the use of temporary stop mode; the agent reviewed that they could try to program it to temporary stop and update the pump back to a normal infusion mode. The agent reviewed with caller that pump will likely need to be replaced since the motor stall has not recovered. 2025-04-17 (B)(4). (Rep): additional information was provided from a company representative stated that the pump was replaced on (B)(6) 2025 and the pump was sent for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified the outlet port o-ring was damaged or missing which resulted in a leak. Analysis identified fluid/crystallized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with a electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.